Event description:
It was reported that during an implant attempt, high impedance was measured at greater than 4000 ohms via the analyzer. The lead was repositioned but impedance remained unchanged. The lead was removed and replaced and normal values were measured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4), the distal portion of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.